Event description:
Initial and additional information was received by a sales representative from a physician on (b)(6 2011 and (B)(6) 2011: a (B)(6) old female patient was treated with 2 vials of poly-l-lactic acid (sculptra aesthetic) (lot # unknown, expiration date unknown) in (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. Indication was not specified. She was injected in the cheek area. She presented recently with inflamed, red swollen cheeks and complained of general malaise. The physician prescribed two doses of a medrol dosepack and the condition subsided temporarily, but then the inflammation returned when the steroid was stopped. He sent the patient to an infectious disease physician for further examination. They are awaiting his feedback. No further relevant information reported.